Event description:
The customer reported a vent inop condition: data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) reference failed. No patient harm was reported. Patient information was requested.